Event description:
It was reported that the patient got her device checked on the day prior to the report at the health care professional¿s office as she was having to recharge more than normal. It was noted, the patient would experience periods of overstimulation and shocking and was told that she may need an implantable neurostimulator (ins) replacement. The patient stated that the stimulation was set to a lower level because of this. It was noted that symptoms had a gradual onset and the change was noticed about 3-4 weeks prior to the report. The patient stated that in that timeframe, she was shocked twice at the grocery store. It was noted that the patient was in between pain medications as the health care professional did not provide her with any on the day prior to the report. The reporter noted that the patient would have a replacement procedure. It was noted that the patient programmer was either lost or stolen after the patient left the health care professional¿s office on the day prior to the report. It was later noted that the patient was provided with another patient programmer. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 37743, serial# (B)(4); product type programmer, patient product ID 3 708140, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 3708140, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 37752, serial# (B)(4); product type recharger product ID 39565-30, serial# (B)(4), implanted: 2009 (B)(6); product type lead. (B)(4).